Event description:
We received a report that a patient experienced an unexpected post-operative refraction after being implanted with tecnis toric (B)(4). The report indicated the surgeon re-did the ora calculations and the diopter size changed. The intraocular lens (iol) was explanted and a new zct of a different diopter size was implanted. The patient has recovered. No quality issues with the iol; explant was a result of incorrect ora calculation.

Manufacturer narrative:
The device was returned 01/28/2015. Visual inspection shows the intraocular lens (iol) can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. The lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Review of the in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4): explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.